Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso 10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso 11135 and eo residual levels in compliance with iso 10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso 10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device 72 hours or longer. Patient reported the infusion site to be very red, warm to the touch, sore, painful and significant swelling formed on the insertion site. The patient was also experiencing a mild fever. The patient's blood glucose level reached 12 mmol/l (216 mg/dl). The patient was taken to the priority care and was diagnosed with cellulitis. The patient was treated with an six-day unspecified antibiotic course (taking 1 tablet, 4 times a day).